Manufacturer narrative:
E1: patient city: warszawa. Patient country: poland.

Event description:
Unomedical reference number (B)(4). Event occurred in poland. It was reported patient faced infusion set leak event on 22-may-2024.the infusion set was in use for 4 hours. The leakage was at qr. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. The complaint 1894138 has been evaluated according to malfunction. Leakage (source/cause cannot be identified, only use when a specific malfunction cannot be determined) the lot 6002297 in question was produced at (B)(4) site. Investigation process of the complaint was carried out in accordance work instructions (wi) version 11. Complaint investigations. The reference samples were visually inspected and tested for flow and leak. All test results were within specifications. The following test was performed: visual inspection: (version.14) quality specification for the gluing between the connector and the tubing.doc (version.7) quality specification for the positioning of sealing ring in base piece - quick set.docx. Functional 1.- (version.10) flow test on customer complaints.docx functional 2.- (version.25) instructions for the use of the leak equipment in the inspection area.doc batch review the batch listed in the database complaint parent record was reviewed and confirmed to be accurate. Uno quick-set 46/6 sc1 meca was manufactured under system application product (sap) code (B)(4) and manufacturing lot number 6002297 on 17-jul-2023 and 28,100 final units in the machines 8 were manufactured. The batch record confirms this information. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.